Event description:
Approximately 6 weeks after the birth of my second daughter, I had essure coils placed in my fallopian tubes during an in-office procedure at my ob/gyn's office. There were no complications or problems during the procedure. A month later I started having abdominal cramping, increasing vaginal discharge and fevers. After repeated trips to my ob/gyn's office, it was finally time for my hysterosalpingogram, which was initially delayed due to my symptoms. The hsg showed that the let coil had kinked and perforated my left fallopian tube. I had to hae a partial hysterectomy to remove both coils.